Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the top of the blood collection tube was chipped making the stopper difficult to remove. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k230855. Investigation summary: photos of 1 customer returned sample were evaluated for investigation. The sample was evaluated by visual examination and the indicated failure mode for chipped product with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode chipped product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.